Event description:
It was reported that pump did not detect cartridge during attempted cartridge change, and no blood glucose readings or additional event details were provided. There was no reported impact to the customer¿s blood glucose level. No corrective actions, medical outcomes, or technical support interventions were described, and no additional information was received regarding the outcome of the event.